Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set broke at the end of the tubing and it got disconnected from the site connector while sleeping. The site of location was on her right hip and the pump was located on the right part of her waist. The infusion had been used for less than three days and they were stored in the living room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. Moreover, it was stated that the patient was pregnant. No further information available.